Event description:
Event description cpi received information that during the attempted implant of this ventak mini implantable cardioverter defibrillator (ICD), a less than 10 ohm lead impedance was measured. The ICD was not implanted. The chronic transvenous defibrillation lead, model 0074 sn 003297 was capped and removed from service. A new system was successfully implanted.